Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified.upon unpacking the 20x4.50mm taxus liberte stent delivery system it was noted that the stent struts were lifted. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon unpacking the 20x4.50mm taxus liberte stent delivery system it was noted that the stent struts were lifted. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Returned product consisted of a taxus liberte stent delivery system with no original packaging. There was not any blood or contrast visible. The balloon was tightly folded with stent strut impressions on the surface of the balloon. There was one flared strut in the eighth distal row. There was no other damage to the stent. There was no damage to the stent delivery system. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).